Event description:
Customer reportedly received result of lo (less then 10 mg/dl) on the active s system. He reports removing the test strip and applying more blood to it. The test strip was re-inserted within 10 minutes, and a result of 95 mg/dl was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.